Manufacturer narrative:
Continuation of d10: product ID {mcs-p3-29-aoa}; product lot/serial number {(B)(6)}; product type: {transcatheter aortic valve (tavr)}; implant date {na}; explant date {na} medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that 3 weeks following the implant of this transcatheter bioprosthetic valve, moderate to severe paravalvular aortic regurgitation was noted, which has worsened as compared to pre-implant measurements. The prosthetic valve was well seated and functioned normally, but the valve position was somewhat ventricularly displaced. Left ventricular size and pulmonary pressure have increased as well. Additional information was received that implant of a second corevalve (b111403) slightly higher than the original corevalve frame was attempted. The valve popped out during the first 1/3 of deployment, while still attached to the dcs. The valve was successfully retrieved from the body through the 18fr sheath, and another corevalve (b124286) was successfully implanted 4mm higher than the original frame. The final paravalvular leak (pvl) was mild. Additional information was received that approximately three years and two months post-implant, an echocardiogram showed the pvl had increased to moderate-severe. No treatment was prescribed. No adverse patient effects were reported. Additional information received indicated that hospitalization recordsfor pneumonia indicated that the moderate to severe paravalvular leak (pvl) of the second valve (b124286) resolved approximate one year and one month following onset. No action was taken. Patient to be monitored and was on palliative care. Additional information received indicated that approximately three years and three months following the implant of the second transcatheter bioprosthetic valve (b124286) implanted valve-in-valve in the first transcatheter bioprosthetic valve (b136211), the patient was hospitalized for pneumonia that deteriorated into bacteremia/sepsis with cardiomegaly. Associated problems included hypotension, fluid overload bibasilar atelectasis, increased white blood cells and thrombocytopenia. No evidence of endocarditis was present. Valve dysfunction in the form of moderate to severe pvl was noted. It was unclear if valve dysfunction could be contributing to the cardiomegaly or if the cardiomegaly could have contributed to valve dysfunction/pvl. Per the physician, the pneumonia with cardiomegaly was related to the valve. Approximately one year and one month later, the patient died in their sleep. The primary cause of death was reported as congestive heart failure (chf) with ca known history of coronary artery disease (cad), pre-existing hypertension and a history of rheumatic aortic stenosis (as). Per the physician, the chf and death was not related to the valve. Prior to the death there were no echocardiograms to evaluate the valve function. No records were obtained pertaining to resolution of cardiomegaly prior to the patient's death. No autopsy was performed.